Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the provided photograph and the reported condition was not identified. It was noted that the components were placed according to the specification. No further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 50 ml intravia container had puncture holes in the port. This was observed when the bag was attached during setup. There was no patient involvement. No additional information is available.